Event description:
The pressure reading malfunctioned on the gynecare thermachoice*iii uterine balloon. This balloon was discarded and the second one worked and the ablation was successfully completed.====================== health professional's impression======================no adverse event.